Event description:
Healthcare professional (hcp) reported pt care technician (pct) initiated hemodialysis on a pt (pt) on the 550 device. Within two minutes, the air level detector alarmed. Pct found pt with reddened face and altered mental status. Pct noticed the air in the bloodline was almost to the subclavian catheter. Facility protocol was initiated: pt was turned onto side in trendelenburg positin and oxygen was administered. Treatment on this device was discontinued. Once pt was feeling better, hemodialysis treatment was initiated and completed on another 550 device without further incident. Physician checked pt and found pt was feeling fine and allowed to leave facility.